Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device making excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device was making excessive noise, the housing was deformed/bent, the device failed the lid leak tightness test, moving parts of the device did not move smoothly, there was component damage, and the device would not hold/secure the battery. It was further determined that the device failed pretest for leakage test, check for free movement, check roundness of housing, and check falling out protection (steel ring). It was noted in the service order that the device was making a strange sound. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.